Event description:
It was reported there was a lead slack issue on the right atrial (ra) lead. During an unrelated procedure, the ra lead was explanted and replaced. The patient was stable and there were no adverse consequences.